Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection noted insulation abrasion on the is-1 terminal leg through to the positive rate/sense conductor coil approximately 70-82mm from the terminal pin. The insulation and the insulation sleeve are abraded through to the conductor coil. The morphology of the insulation breach is indicative of lead-on-can contact.

Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead oversensed noise resulting in pacing inhibition of 8 beats. The device and leads were explanted and replaced without incident.